Event description:
The customer reported erroneously elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, for one patient, involving the unicel dxi 600 access immunoassay system utilized in conjunction with the access hypersensitive htsh assay. An initial result of 73.20 uiu/ml was obtained. Subsequent analysis of the patient¿s sample, on the same instrument, recovered a lower result of 65.76 uiu/ml. The initial result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s sample was collected in 7 ml tube and centrifuged at 3,500 rpm (rotations per minute) for fifteen minutes. The customer stated quality control (qc) performance issues on multiple assays on (B)(6) 2013. System check, performed on (B)(6) 2013, failed the unwashed portion with a percent coefficient of variation (%cv) of 2.65%. All other portions of system check passed within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed preventative maintenance (pm) and noted the cause of the issues was reagent pipettor #1 and #2 volume not matching. The fse performed pipettor matching and low volume matching routines and obtained passing results. The fse performed system check, and it passed the unwashed portion at 1.34% coefficient of variation (%cv). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.